Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. After the preparation of the clip delivery system (cds), prior to patient contact, the dc handle was advanced and retracted. This resulted in air moving through the sleeve. Troubleshooting was performed and the air was able to be removed. The clip was then implanted, reducing mr to a grade of 2. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Based on the information provided the reported improper or incorrect procedure or method was associated with the user translating the delivery catheter (dc) handle more than once after de-airing the device. The reported difficult to flush the clip delivery system (cds) appears to be related to the reported IFU deviation.